Manufacturer narrative:
Device return: although requested, the involved device and or same lot samples, were not returned for analysis and confirmation. Mfgers investigation: a review of the mfg. Lot build database for list #z3274 lot# 29-255-he (mfg. Date 05/2013) shows (B)(4) units were mfg., tested, inspected & released. There were no exception documents generated during the mfg. Build cycle. Conclusion: the involved devices were not returned for analysis and confirmation. The exact cause (s) of the reported event/product experience are unk. Record reviews: a review of the complaint database for this list number/similar problem did not record any add'l reports/investigations identifying a manufacturing or design related non-conformance. A review of the mfg. Lot build database for list # z3274 lot # 29-255-he (mfg. Date 05/2013) shows 125 units were mfg., tested, inspected & released. There were no exception documents generated during the mfg. Build. Note/comment: the mfger. Originally received a single report for two list # reporting multiple issues; multiple follow-ups for add'l info and status of available device samples were not responded to by either the distributor or facility. The known info was originally reported on MDR 2025816-2013-00093. Per agency request, the second issue/list # required a separate manufacturers MDR report. This report MDR 2025816-2014--00020 is respectfully submitted per this agency report. Additionally MDR 2025816-2013-00093 follow-up report #1 has been generated to document the revised info.

Event description:
Complaint received reporting component breakage with use of z3274 46" ext set w/clave, remv 4 gang 3 1o2 manifold w/4-way stopcock. It was reported that "...manifold came unbonded and became separated." There was no reported adverse pt. Consequences. Add'l usage/set-up info was requested but was unavailable.